Event description:
A cranial biopsy was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure, the surgeon: loaded the preoperatively obtained pt image data (MRI scan) in the software and planned the trajectory for the biopsy within the navigation software. Performed the initial registration of the pt (via matching of virtual displayed and actual skin surface). Verified the accuracy before and after draping. Used the aid of navigation to align a pre-calibrated biopsy needle with the trajectory. Took 7 samples with the biopsy needle in the area where the navigation system showed the target region. According to the hospital the surgeon could not get an appropriate sample, all samples came back from pathology with the result no abnormal cells / non-diagnostic. Further the surgeon informed that on the post-operative images the distance between the intended target and the images the distance between the intended target and the actual biopsy region was about 2-3 cm. There is no further info available from the hospital regarding the clinical outcome for this specific pt (surgeon refused to provide further info).

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since the biopsy was taken in another region of the brain than intended with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. According to the results of brainlab investigation, the most probable root cause for the alleged inaccuracy is that, during initial registration of the pt, the navigation software did not find a match between the virtual display of the preoperative image datasets and the actual pt anatomy that was as accurate as desired for this specific surgery. The reason for the insufficient match is most likely a shift (deformation) of the pt's skin surface between the situation during the pt scan and the actual registration of the pt. The inaccuracy apparently was not detected during the required accuracy verification performed by the user. There is no indication for a systematic error or malfunction of the brainlab device. According measures to reduce this, already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an add'l training to this hospital.